Event description:
Checked zoll defibrillator for routine check and defibrillator reading "check pads". Connected another set of defibrillator pads and was able to complete zoll check. Removed pads from inventory.